Event description:
One week and a half following a shoulder subacromial decompression arthroscopy procedure, it was reported the patient had sustained a second to third degree post surgical burn approximately 3 inches length and 3/4 inch in width. The burn was located on the posterior of the shoulder running superior to inferior and ending just above patient's armpit. It was reported the suction line of the device was clamped off, and no outflow cannula was used in the procedure.

Manufacturer narrative:
It was reported, the device was not attached to hospital vacuum equipment as prescribed in the instructions for use in the device. The suction line of the wand was clamped out during the procedure, and an outflow cannula was not used with the irrigation pump. The instructions for use provides the following warnings: "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient." "Caution: failure to provide proper suction may result in physician or patient thermal injury." "Caution: when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury." The user facility has been advised that thermal injury can occur if the suction line is not attached to hospital vacuum equipment. It was determined the thermal injury was likely due to inadequate control of the suction fluid and irrigation fluid during the procedure. Since the device was not returned, a complete investigation could not be performed.